Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, it was found that the right atrial (ra) lead exhibited a failure of capture. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.